Manufacturer narrative:
Received 1 used silicone foley catheter still attached to the urinary drainage bag only. Visual inspection noted that the balloon was deflated upon return. Further inspection noted a cuff roll of the balloon. During functional testing the balloon was inflated with air and deflated, a cuff roll was not formed. Next the balloon was introduced with 10ml mix of water and blue methylene with a syringe, then the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and a cuff roll was formed. Per dimensional evaluation the catheter was found to be within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove after the balloon had been deflated. A physician was called to remove the catheter from the patient. It was alleged that the physician was able to pull the catheter out without any difficulty. Sample received and a cuff roll was found.